Event description:
A malfunction alarm was reported with malfunction code 16, and there was confirmation that no notable events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to using multiple daily injections for backup insulin therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.